Event description:
Catheter was placed in the left lung to relieve increasing partial pneumothorax greater than 20%. Post insertion films showed 97% re-expansion. Pt discharged home. She returned 3 days later with 100% collapse of left lung with mediastinal shift. Inspection of the catheter showed that the catheter separated from the white tubing adaptor which fits into the latex extension tube. Catheter was removed and replaced with another. After 3 days pt showed resolution of pneumothorax.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - short term, connector or adaptor. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.